Event description:
Consumer had heating pad on blanket and left hearing pad on for undetermined period of time. Not in bed at time of incident and burned bedding and burn spot on wood floor.

Manufacturer narrative:
We believe that extreme conditions, which include harsh use patterns possibly combined with misuse such as an unattended pad being left on, bunching, folding may generate situations similar to the returned unit. Based on the data code, we know this unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling. The condition has been duplicated in a lab under excessive abuse testing. The product has been redesigned and improvements implemented.